Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. Reportedly, the customer accidentally removed the rack pushrod. There was no adverse impact to the customer's blood glucose level. The customer continued using the pump for insulin therapy, using manual injections as needed, until the replacement pump arrived.